Manufacturer narrative:
(B)(4). Batch # n5390x. Additional information was requested and the following was obtained: how was the procedure completed? The procedure was completed by using another reload of sr55. Did any pieces fall into the patient? No pieces fell into the patient. Will all pieces of the device be returned? Device has been returned but plastic was found broken on reload and that broken plastic portion was not seen. If no, were they discarded? It was checked again and nothing was found so no chance of discarding them. The analysis found that one sr55 reload was received fully loaded with staples, locked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right upper lobectomy procedure, the reload didn't fire, plastic distorted near blade. Stapler didn't advance the reload as plastic was broken inside reload. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.